Event description:
New information received states the lead was explanted and replaced. The patient condition after the procedure was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up, several noise reversion and high ventricular rate episodes were observed back from two years ago. Lead damage is suspected. Lead revision was recommended. No further information is available.